Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically mentioning a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset process, after which the cgm error did not reappear. Consequently, the caller was able to successfully start their sensor session.